Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace would intraoperatively have the error message displayed even if no tissue was grasped. Moreover, the blade of this harmonic ace broke off and had to be salvaged. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument is always inspected prior to use. The surgeon was doing preparation when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The fragment did not fall inside the patient during an instrument tip collision. The customer reported that the instrument was not removed during the procedure prior to the breakage. Upon final removal of the instrument, the instrument wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or any other damage to the instrument after the event occurred. The fragment was retrieved, and the customer confirmed that all fragments were retrieved. Post-operative tests like an x-ray or ultrasound to check for remaining fragments was not necessary. There was no injury to the patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Since the fragment was retrieved, it would be returned. The customer confirmed that the procedure was completed robotically with a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and reported failure was confirmed. The instrument was found to have a blade broken at the midpoint. A pie approximately 7.90 mm x 2.1 mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do no show damage.

Event description:
Refer to h10/h11 for follow-up information.